Event description:
It was reported that the patient presented in clinic for follow up experiencing bradycardia. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was performed. No further information was available.